Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. The date of the event is unknown. Additional information will be provided if available.

Event description:
The customer reported split lines on the image during inspection for use in an unspecified procedure involving an olympus colonovideoscope. There was no patient involvement.